Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident. The customer did not provide any information on treatment of the blood glucose levels. The customer stated that they inserted a set and when they took it off the skin the cannula was not in the body. The insulin pump will not be returned for analysis.